Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by field clinical specialist, during deployment of a 29mm sapien 3 valve in the aortic position via transapical approach with the certitude delivery system, a longitudinal balloon burst occurred. A second certitude delivery system was used to post dilate. During post dilation, a radial balloon rupture occurred. There were difficulties removing the delivery system through the sheath; therefore, the delivery system and sheath were removed as 1 unit. The patient was reported to be in stable condition. No patient injuries. Most likely from patient stj calcium; it is possible that there was calcium sticking through the valve strut but unable to determine.

Manufacturer narrative:
The device was returned for evaluation. The delivery system was returned with no companion devices after being used in the procedure. The certitude delivery system was visually inspected and the following was observed: balloon burst longitudinally and radially along the full working length of the inflation balloon, balloon does not appear to be missing any pieces, no other abnormalities observed. No relevant functional testing was completed due to the condition of the returned device (balloon burst). Balloon (single) wall thickness measurements were taken along the longitudinal and radial tear on the balloon to ensure that the wall thickness was within specification as a thin wall could contribute to a balloon burst. All balloon single wall thickness measurements met the specification. No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon burst was confirmed based on device visual inspection. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not identify any manufacturing non-conformities on the returned device. Available information indicates that patient factors (severe calcification in the sinotubular junction) contributed to the reported event. A detailed root cause analysis for similar returned balloon bursts complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (per the cer, the patient had severe calcification in the sinotubular junction). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification. Technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified annulus. Technical summary is applicable to this because the cer states that the patient had severe calcification in the sinotubular junction. The complaint for balloon burst was confirmed but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient factor (calcification) may have contributed to the event. Since the occurrence rate does not exceed the (B)(6) 2018 control limits for the trend category of ¿balloon burst,¿ no corrective or preventative action is required.